Event description:
Customer called regarding the meter allegedly not starting the test. Customer did not report any symptoms. Customer took glucose. There was no evidence of an adverse event, based on the information provided. The customer contacted a medical professional for advice. The customer service representative tried troubleshooting and the meter still did not give any readings. The meter was replaced due to an unresolved issue.